Event description:
A customer reported the adc freestyle libre sensor provided lower scan readings with a diagonal-downwards arrow when compared to a hcp meter. On (B)(6) 2019the customer obtained a sensor scan of 4mmol/l but did not have another device to perform a comparison blood glucose check. The customer subsequently had a "loss of breath, " seizures, and lost consciousness. The customer was taken to the hospital where a blood glucose reading of 40mmol/l was obtained on the hcp meter. Customer was treated with an unspecified injection for hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre sensor provided lower scan readings with a diagonal-downwards arrow when compared to a hcp meter. On (B)(6) 2019, the customer obtained a sensor scan of 4mmol/l but did not have another device to perform a comparison blood glucose check. The customer subsequently had a "loss of breath, " seizures, and lost consciousness. The customer was taken to the hospital where a blood glucose reading of 40mmol/l was obtained on the hcp meter. Customer was treated with an unspecified injection for hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified, therefore, it is not confirmed.

Event description:
A customer reported the adc freestyle libre sensor provided lower scan readings with a diagonal-downwards arrow when compared to a hcp meter. On 14-aug-2019, the customer obtained a sensor scan of 4mmol/l but did not have another device to perform a comparison blood glucose check. The customer subsequently had a "loss of breath, " seizures, and lost consciousness. The customer was taken to the hospital where a blood glucose reading of 40mmol/l was obtained on the hcp meter. Customer was treated with an unspecified injection for hyperglycemia. There was no report of death or permanent injury associated with this event.